Event description:
It was reported this patient developed a hematoma. He was taken to the ep lab, locally anesthetized, and the hematoma was drained. He was observed overnight, not greater than 24 hrs, and discharged home in good condition. This device remained implanted at that time.

Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.